Event description:
This case was cross referenced with (B)(4).(cluster). This unsolicited case from united states was received on (B)(6) 2017 from the health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after one day her knees were hurting, knees were swollen/ had a knot above her left knee, knee were real stuff, after 4 days aspirated 80cc's of cloudy fluid; after unknown latency the patient could not put pressure on her knees to walk. No concomitant medications were reported. Past medication included synvisc one. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, one syringe (lot number: 7rsl017f and expiration date: 31-may-2022) for osteoarthritis in both the knees. On (B)(6) 2017, the patient called crying because the knees were hurting, swollen and real stuff (latency: 1 day). On (B)(6) 2017 patient again called crying because both knees were hurting and stated that he had a knot above the left knee. Patient stated she could not put pressure on the knees to walk (latency: unknown). It was reported that when the patient was seen at the office patient did not had knot. Patient came in and was not walking normal as she came in on a walker which was not normal for her. They stated they aspirated 80 cc's of cloudy fluid (latency: 4 days). The fluid was sent to be tested and there was no sign of infection. They tested for various things and nothing came back positive. Patient was seen again 4 days later with both of the knees still bothering her. Corrective treatment: walker for could not put pressure on her knees to walk; not reported for rest outcome: not recovered for all a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: disability for could not put pressure on her knees to walk pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a female patient who received synvisc one injection and later could not put pressure on her knees to walk and needed a walker. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 13-dec-2017 from the health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after one day her knees were hurting, knees were swollen/ had a knot above her left knee, knee were real stuff, after 4 days aspirated 80cc's of cloudy fluid; after unknown latency the patient could not put pressure on her knees to walk. No concomitant medications were reported. Past medication included synvisc one. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, one syringe (lot number: 7rsl017f and expiration date: 31-may-2020) for osteroarthritis in both the knees. On (B)(6) 2017, the patient called crying because the knees were hurting, swollen and real stuff (latency: 1 day). On (B)(6) 2017 patient again called crying because both knees were hurting and stated that he had a knot above the left knee. Patient stated she could not put pressure on the knees to walk (latency: unknown). It was reported that when the patient was seen at the office patient did not had knot. Patient came in and was not walking normal as she came in on a walker which was not normal for her. They stated they aspirated 80 cc's of cloudy fluid (latency: 4 days). The fluid was sent to be tested and there was no sign of infection. They tested for various things and nothing came back positive. Patient was seen again 4 days later with both of the knees still bothering her. Corrective treatment: walker for could not put pressure on her knees to walk; not reported for rest outcome: not recovered for all a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot 7rsl017f expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl017f no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 18-jan-18, there were 8 complaints on file for lot 7rsl017 and all related sub-lots. 1 complaint was on file for lot 7rsl017c: (1) adverse event report. 7 complaints was on file for lot 7rsl017f: (1) adverse event report (2 syringes), (5) adverse event reports, and (1) extrusion difficulty. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: disability for could not put pressure on her knees to walk additional information was received on 18-jan-2018. Global ptc number and ptc results were added. Expiration date was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a female patient who received synvisc one injection and later could not put pressure on her knees to walk and needed a walker. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.